Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the operator could not insert the guidewire into the right ventricular (rv) lead. Rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted blood obstruction in the distal conductor at 5.5 cm stopped guidewire insertion. If information is provided in the future, a supplemental report will be issued.